Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The grandmother reported that the patient was having very high blood glucose levels while wearing the pod on is leg. He tested and had moderate to large ketones, he took 7 units of insulin via injection and then was taken to the emergency room (ER). The patient was diagnosed with uncontrolled high blood sugar levels. He was sick, had chest pain, and a build up of lactic acid. Treatment included injections of insulin and suspending his pod (for 3-4 hours). The patient started to come down with the injections, so they turned his insulin back on, but the pod still seemed to not work, so they removed the device and disposed of it. The grandmother did not remember how long the pod was worn before it was removed at the ER. He was also given fluids and they gave too much, he ended up getting "puffy". He was then transferred twice to two different hospitals until he was discharged on (B)(6) 2018. The grandmother did not remember any specific blood glucose levels. The discharge papers said there was lab work done, but no results were listed. It was also stated that the cannula appeared crooked (bent) when the device was removed. Changes were made to the patient's insulin doses/settings, but the grandmother did not know what was changed.